Event description:
It was reported that the pt underwent a spinal procedure at t7-t11 for t10 compression fracture using posterior fixation. The screws at t9 reportedly were placed incorrectly and damaged a spinal cord. The revision surgery was performed immediately to remove the screws at t9 and replace it to hooks. However, the pt suffered paralysis post op. It was reported that the image was used during the procedure, but the pictures were unclear.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.